Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. This device was explanted successfully. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued. No additional adverse patient effects were reported.